Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately eight weeks post implant the patient experienced pocket infection. The complete implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.